Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4) - failure (event) observed during analysis. Final analysis found an insulation abrasion at 23.8 cm to 24.8 cm from the distal end. Abrasion are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.

Event description:
Additional information, it was reported that the lead exhibited noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.